Event description:
A home nurse called for help with the customer's meter. She stated that she felt as if her blood glucose was low, so she tested using the customer's contour and received a reading of 115 mg/dl. She retested using another contour and received a reading of 51 mg/dl, which was expected. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.